Manufacturer narrative:
D10: concomitants: (B)(6), 320-40-03 - humeral liner, 40mm, +2.5, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-31-40 - glenosphere, 40mm, (B)(6), 320-35-02 - small superior augment glenoid plate, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, approximately 5 years later the patient noted feeling a pinch in their left shoulder followed by intense pain and inability to raise their arm. The patient went to the emergency room and discovered the humeral tray had detached from the humeral stem. The patient noted they did not experience any form of trauma to the prosthesis. Revision surgery has been scheduled. No further patient impact was provided. No additional is available at this time.